Event description:
A confirmed motor stall occurred on (B)(6) 2010 at 1419. There was no report of a motor stall recovery. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.